Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The electrode migrated out of the cochlea and extruded through the tympanic membrane. The device was explanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the active electrode into the external ear canal. Additionally, the electrode array migrated out of the cochlea. This is a final report.

Event description:
The electrode migrated out of the cochlea and extruded through the tympanic membrane. The device was explanted.